Manufacturer narrative:
The vacuum gauge was not securely attached, and could be partially withdrawn from the pump housing. The complaint has been evaluated. The complaint indicated that during a procedure, the pump started to make a "funny" noise and give off a "bad" smell. Evaluation of the returned device revealed that the vacuum gauge of the pump was not securely attached within the pump housing. The pump was powered on and ran for 30 minutes, and no extraordinary odors were observed. The noise mentioned in the complaint was likely caused by the vacuum gauge being loose inside the pump housing. The root cause of this failure cannot be determined. These devices are 100% visually and functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the venous sinus using a penumbra system aspiration pump max 110. During the procedure, the pump max was turned on to aspirate through a penumbra system 5max ace reperfusion catheter and it began to generate an unusual noise and emit an odor. The physician shut the pump max off for about 5-10 minutes and turned it back on. The procedure continued successfully using the same pump max. There was no report of an adverse effect on the patient.